Event description:
T was reported that a 16mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. Device deformed into a cobra head during deployment. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. Device was removed from the patient prior to release from the delivery cable. A 14mm amplatzer septal occluder was selected and implanted. Patient remain hemodynamically stable throughout the procedure. There is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.